Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 425cc saline breast implants which bilaterally deflated, and patient reported generalized illness after implantation. Patient experience brain fog, ids symptoms, back and neck pain, insomnia, anxiety, temperature control problems , joint pain, swelling and inflammation. Patient confirmed all symptoms went away after surgery. As a result patient had both implants removed on (B)(6) 2019. On surgery day physician confirmed bilateral deflation. This report is for the left side.